Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had difficult plunger movement during use. The following information was provided by the initial reporter: "caller reported she could not put insulin back into her vial and is alleging an issue with the syringe. Customer stated this happened on (B)(6) 2020. Customer was unable to provide any further information or details on the issue. Customer alleged another two issues with her syringes, however she was unable to elaborate or provide any further details as to what happened as she does not know what happened. Customer stated the other issues might have happened in (B)(6) 2020."